Event description:
The pt reportedly experienced a decrease in performance. Programming adjustments were made, however this did not resolve the issue. The pt's device was explanted. The pt's contralateral ear was implanted.